Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was on a plane. However, the customer did not believe that the pump was exposed to pressure change and alleged that the alarm was due to wearing pump against skin, possibly blocking the speaker vents. The customer's blood glucose level ranged from 250-300 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly the customer was able to clear the alarm and resume insulin delivery.